Event description:
It was reported that a patient underwent a removal of an ovarian cyst on (B)(6) 2013 and suture was used. The needle broke while the surgeon was suturing fascia. The surgeon needed to widen the port incision to locate the needle fragment. The needle was removed deep in the fascia. Additional information has been requested.

Manufacturer narrative:
(B)(4). Representative samples from the same lot number as the actual device were returned for evaluation. The devices were tested for strength and ductility and the devices met performance specifications. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.